Event description:
It was reported that the patient underwent an explant procedure due to the patient being fragile and having issues with wound management and healing. The explanted lead and lead extension were retained by the facility. The patient is doing well given their fragile medical state.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4).